Event description:
Through further investigation, the underlying cause for that regurgitation was circumferential paravalvular leak. There were no evidence of endocarditis.

Manufacturer narrative:
Edwards received additional information through follow up with the health care provider that the underlying cause for that regurgitation was circumferential non-apposition caused by stent creep. Stent creep refers to the progressive inward deflection of the stent posts. As the device remained implanted and was not able to be returned for evaluation. The clinical observation cannot be confirmed and the root cause of the event remains indeterminable. If new information is received, a supplemental report will be submitted.

Event description:
Edwards received additional information through follow up with the health care provider. It was reported that the underlying cause for that regurgitation was circumferential non-apposition caused by stent creep. The patient was scheduled to undergo explant surgery at a later time.

Manufacturer narrative:
Additional manufacturer narrative: model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 3300tfx which is marketed in the u.s. The device was not available for return to edwards as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the device was not returned to edwards for analysis. The root cause for the central regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a model 25mm pericardial aortic valve had severe regurgitation across the valve after an implant duration of approximately one (1) year and nine (9) months per echocardiogram. An echo performed five (5) months after implant showed the valve was functioning correctly. It is unknown if there was a possible infection. The patient is being evaluated for re-operative surgery and the surgery date is unknown at this time. Do additional details were provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing paravalvular leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted.

Event description:
Through follow up with the healthcare provider edwards learned the 25mm aortic valve was explanted due to paravalvular leak after an implant duration of approximately one year, 11 months. As reported, during the explant surgery the area of concern was at left coronary cusp. Adherence was evident on right coronary cusp. Valve looked okay. All lvot tissue been pushed out, no conduction issues. There was a tickened are high in sinus that was thought that could be from the flow. A 27mm aortic pericardial valve was successfully implanted as replacement.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3 mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. The free margin of leaflet 2 was observed to be folded towards the outflow aspect. Serrated markings were observed on leaflet 3 near commissure 3. Customer report of paravalvular leak (pvl) could not be confirmed through visual observations. The pvl observed in vivo could not be assessed or confirmed once the valve was explanted. Visual observational evaluation was conducted on the explanted valve. It was found that host fibrous (pannus) tissue growth formed a thin layer and firmly adhered to the outflow surface of the leaflets. The pannus tissue growth apparently caused mild retractions/folding of leaflet 2 and a minor retraction on leaflet 1 at the free edge resulting in a small gap at the coaptation edge of the affected leaflets in air. Moderate pannus growth was also observed on the inflow surface of the valve covering the inner lumen of the frame and encroaching onto the leaflet surface. These host tissue related pathological changes in the bioprosthetic leaflets appear to be in their early stage and may not result in appreciable malfunction of the valve at the time of the device was explanted. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus, preserved native leaflets, and aortic wall. The time course and severity of pannus growth is largely variable among the patients. In most cases, the host tissue growth is benign and perhaps beneficial for stabilizing the implant. However, host tissue overgrowth can compromise the structure and function of the implant. The underlying mechanism is still not totally understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.